Manufacturer narrative:
The customer's calibration and qc were ok. The customer did not report any further issues after the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer inspected the ise compartment and noticed liquid within the compartment. The customer verified that an o-ring was missing from the left side of the ise block. The field service engineer removed the ise electrodes and cleaned the ise compartment as well as the interior of the internal standard bath. He replaced the missing o-ring on the left side of the block. He performed flow path conditioning and a reagent prime. He discovered the ise sipper nozzle wasn¿t pulling fluid from the internal standard bath. He cleaned the ise fluid path to clear the blockage. He performed ise checks with no abnormalities. After service, the customer performed successful calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable high ise indirect gen.2 cl results for two patients tested on a cobas 6000 c (501) module. The customer previously performed ise maintenance, and replaced the cl and reference electrodes. The customer confirmed calibration and qc were acceptable before patient testing. The initial patient results were not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. Patient 1¿s initial cl result was 134.0 mmol/l with a data flag, and the repeat cl result was 98.3 mmol/l. The customer confirmed the repeat result was determined correct. Patient 2¿s initial cl result was 122.7 mmol/l with a data flag, and the repeat cl result was 89.9 mmol/l with a data flag. The cl electrode lot number and expiration date were requested but not provided.